Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found that the solenoid at pinch valve vl-15 (bath drain) was malfunctioning. The fse replaced the affected solenoid. No further leaking or background failures were observed. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).

Event description:
The customer reported less than 12 mls of uncontained fluid leaked from an overflow of the wbc bath in the coulter ac·t diff analyzer during startup, the background count had also failed. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.